Event description:
It was reported that an angio-seal sts plus was deployed in the right femoral artery and hemostasis was achieved. No pre-deployment angiogram was performed. The puncture site was not too close to the inguinal ligament. There was no stenosis or calcification at the puncture site. Three weeks later, the patient experienced claudication symptoms in the right leg. An angiogram of the lower leg revealed stenosis at the puncture site. The substance causing the stenosis was surgically removed. The removed substance was plaque, and not the angioseal.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.